Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an clinic follow-up, high pacing impedance and an increase in capture threshold was noted on the right ventricular (rv) lead. The rv lead was capped and replaced during a normal device upgrade procedure. The patient was in stable condition following the procedure.